Manufacturer narrative:
The insulin pump was received with moisture damage on the lcd board and motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was 174 mg/dl. The customer heard water when he shook his pump. The customer stated that the drive support cap is not damaged. The customer reported water under lcd screen. The customer stated that the pump was dropped and there were no cracks in case. The customer will be sent a replacement pump. The customer will return the pump for analysis.